Manufacturer narrative:
The actual device was not available; however, a photographic sample and two retention samples were received for evaluation. The returned photograph was reviewed, and it was not possible to confirm the reported condition of a leak. A visual inspection was performed on the retention samples, and no defects were noted. All junctions underwent a push-pull test, and no disconnections were noted. The two retention samples were submitted to an air passage test and an underwater leak test, and no leaks were identified, and no blockages were found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set was leaking in the part of the screw. The leak was detected during use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.